Manufacturer narrative:
(B)(4). Due to new information, c92 was replaced by c19, r3221 was replaced with r114, m3323 was replaced with m10, and m3321 was added. The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. Microscopic inspection revealed a marking near the rupture line of the internal surface of the reservoir. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor had a bladder rupture during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.